Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified that the device has received no repair request in the past year. Visual and functional tests were performed. The customer's stated problem was not confirmed during testing. The error (ec1144) was considered to be caused by a temporary error in the real-time clock and the program was reinstalled to address it.

Event description:
It was reported that the there is an issue with the display of ec 1144. There was no patient involvement.